Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed a pulse test. The monitor's electrode belt connector was physically damaged and the pulse pin on the connector was thermally damaged. The cause for the pulse test failure was isolated to an open pulse wire. The positive pulse wire was physically detached from the defibrillator pca. The root cause for the open pulse wire was physical abuse to the monitor's electrode belt connector. No adverse event resulted from the defective monitor.

Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.